Event description:
During a routine screening mammogram the large compression paddle broke while compressing the patient's breast. The paddle cracked 1/2 way across the entire width of the panel. The patient was evaluated by a physician, and there was no harm to the patient. There was no harm to the experienced radiology technician who was performing the test.======================manufacturer response for mammogram compression paddle, selenia dimensions (per site reporter).======================they replaced the device with a new on. They examined the broken paddle with the director of the department.